Event description:
It was reported that during the pulse field ablation to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was prepared and assessed prior to groin puncture. During preparation, air was observed leaking into the sheath when aspirating saline with the distal sheath submerged. The side port was assessed to ensure correct positioning. Forward flushing and aspiration confirmed an air leak, likely via the haemostatic valve. No pressure bags were attached. Aspiration was performed using a 20ml luer-lock syringe. Nothing had been inserted into the sheath. Multiple flushing and aspiration attempts were performed, including manipulation of the 3-way tap, occlusion of the sheath valve, proximal sheath manipulation, ensuring that the distal sheath was properly submerged without surface contact. No leak or air was noticed in patient. The sheath was replaced, and the procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve, pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulse field ablation to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was prepared and assessed prior to groin puncture. During preparation, air was observed leaking into the sheath when aspirating saline with the distal sheath submerged. The side port was assessed to ensure correct positioning. Forward flushing and aspiration confirmed an air leak, likely via the haemostatic valve. No pressure bags were attached. Aspiration was performed using a 20ml luer-lock syringe. Nothing had been inserted into the sheath. Multiple flushing and aspiration attempts were performed, including manipulation of the 3-way tap, occlusion of the sheath valve, proximal sheath manipulation, ensuring that the distal sheath was properly submerged without surface contact. No leak or air was noticed in patient. The sheath was replaced, and the procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis.